Event description:
It was reported through a service report that the bed zooms when the buttons are pressed on the cpu display. It is unknown if there was patient involvement or any adverse consequences.

Manufacturer narrative:
Result: cpu display.